Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the customer's microbial testing and cleaning, sterilization and disinfection process. At this time, no additional information has been provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the right/left knob was leaking due to damage to the knob, there was a leak between the scope cover and case, the scope cover was dented, the air/water and suction cylinders were discolored, the bending angle in the up direction did not meet standard value due to wear of the angle wire, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope did not pass the hygiene test and there was suspected scratches in the working channel. The issues were found during reprocessing. There was no reported patient harm or impact due to this event.